Event description:
It was reported that during a bilateral pilon fracture open reduction internal fixation the surgeon could not get the 2.7mm locking screws to engage or lock into all the distal locking holes for the left or right (4) hole 2.7mm and 3.5mm variable angle-locking compression plate; medial distal tibia plate. It was reported that the surgeon used some cortex screws in place of the locking screws and used some locking screws on other locations. 20 minute's extended operative time. The procedure completed successfully with no harm to patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Plate was implanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.